Event description:
Additional meaningful data received indicated that intra-operative testing revealed the ipg to be the cause of the patient's impedance issue. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored to the patient post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has been experiencing communication issues with their ins after falling (B)(6) 2018) on the same side that the ins is located. X-rays were ordered however the results are unknown. Surgical intervention may be pending to address this issue.